Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 500 mg/dl. Pt then took insulin and didn't feel well. Spouse took pt to the hosp and pt's blood glucose was 45 mg/dl on a hosp meter. Pt was given an unknown IV, orange juice and a sandwich to eat. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.